Manufacturer narrative:
Method: device not returned. Additional narrative the device was not returned to edwards for analysis as it remains implanted in the patient. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Edwards is unable to confirm the clinical observation. Edwards have been in communication with the physician to obtain further information. Should new information be received at a later date, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received a request regarding the interpretation of an echo result. The mean gradient of this 31mm edwards mitral pericardial valve was 6.4mmhg after an implant duration of approximately three (3) years and five (5) months. It was learned through follow-up that, within the past couple of months, this 61-year-old patient developed worsening congestive heart failure with reduced ejection fraction. Treatment was indicated for this patient heart failure. He was hospitalized and under evaluation for treatment with a left ventricular assist device or a heart transplant.

Manufacturer narrative:
Additional manufacturer narrative: an independent review of the provided echocardiogram images, taken on (B)(4) 2015, indicated that the mitral bioprosthesis exhibited normal appearance and normal function.